Event description:
It was reported the pt had last recharged the device on (B)(6) 2010. In (B)(6) 2010, two unsuccessful physician mode recharges (pmr) were done. It was verified the device was not flipped. The device was replaced. The pt was doing great and was much happier with 6 different programs to use for stimulation.

Manufacturer narrative:
(B)(4).